Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Reporter indicated a vns patient had an open wound at the site of the vns electrode site in the neck. The patient was to have lead replacement surgery due to high lead impedance, but this has been put on hold due to the open wound. The patient has been referred for an infectious disease consult. The high lead impedance was previously reported via MDR #1644487-2009-02790. Attempts for further information have been unsuccessful to date.